Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter alleged the battery life was short. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: during investigation, the-black box shows multiple ¿cs128-0080¿ alarms. Secondary code ¿0080¿ is defined as a motor 5v post-delivery error alarm. The battery compartment and cap are undamaged and able to fit. The pump alarmed with ¿cs128-0080¿ alarm upon the first rewind attempt. Reported ¿cs128-fxxx¿ complaint was duplicated. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board. A unity zippy v 6.4.4 was used to upload test code v 1.0.7 to master/slave/periph processors , commander v1.1 was used to send ¿j 1¿ command , a 5v motor error was confirmed.